Event description:
A falsely high positive advia centaur cp total hcg (thcg) result was obtained on a patient sample and was questioned by the physician. The positive result was considered discordant when compared to the redraw patient sample result and repeat test results. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur cp thcg results.

Manufacturer narrative:
The cause for the discordant advia centaur cp total hcg result is unknown. A siemens field service engineer (fse) was sent to the customer site for system inspection and performed a total service call. The fse found no issues that may have contributed to the discordant advia centaur cp total hcg result. The customer confirmed that quality controls were within range. No conclusion can be drawn. The instrument is performing within specification. The IFU states in the limitations section: "test results alone are not diagnoses of medical conditions. For example, low titer elevations of hcg can occur in normal nonpregnant subjects. A physician's diagnosis involves evaluation of the test result in conjunction with, and in the context of, the patient's medical history, physical examination, and other test results, sometimes in consultation with other medical experts." "This kit is not intended for any use other than assessment of pregnancy status."